Manufacturer narrative:
The reported issue was investigated by our field service engineer at the hospital. It was reported that the ventilator device failed the blower inlet test during pre-use check, the device turbine module was replaced and returned according to the troubleshooting action from the service manual. No errors were reproduced when testing the returned turbine module in a reference ventilator unit. The evaluation of the received customer device logs can confirm the reported issue, the blower inlet test, gas supply test and internal test failed. The logs points out a too low o2 supply pressure, and a pressure transducer offset not within limits. Since no errors were reproduced during simulated use testing, the cause of the reported error cannot be established, the logs did not contain any technical alarms that could indicate a permanent hardware error. However an intermittent hardware error can in this case not be ruled out.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the blower inlet test portion of the internal test sequence during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).